Manufacturer narrative:
Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper molding with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product investigation conclusion : based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Root cause description : based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale : complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) blood collection tubes the cap was defected.